Event description:
Account alleged that the ground loss led is on. No injury reported. Replaced damaged power cord to resolve the issue of no ground. This bed is equipped with a ground loss indicator to warn the caregiver that there has been a loss of ground and to minimize any risk to the patient.